Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The initial reporter email address is not reported. [Conclusion]: the healthcare professional reported that during a coil embolization for an arteriovenous fistula (davf), the 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 30392730) was used as the third coil to embolize a thin blood vessel. Delivering of the complaint coil was started, but there was an intense resistance felt between the complaint coil and the concomitant echelon¿ microcatheter (medtronic). Continuous flush was maintained through the microcatheter. Nothing was noted to be obstructing the microcatheter. The complaint coil did not appear damaged at any time. The coil introducer was flushed until liquid was visible at the distal end. The tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the attempt to advance the complaint coil. It was replaced with another 1.00mm x 4.00cm galaxy g3 mini and the replacement coil was delivered without any resistance. The procedure was successfully completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini was received contained in a pouch. Visual inspection was performed. The embolic coil was observed protruding from the coil introducer. No other damage nor anomaly was observed during the visual inspection. Microscopic inspection was performed. Under magnification, the embolic coil is observed in stretched condition and is protruded from the introducer. Functional evaluation could not be conducted due to the stretched condition of the embolic coil and from it being protruded from the introducer. A review of manufacturing documentation associated with this lot (30392730) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following recommendations: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. The complaint documented that during the embolization of an arteriovenous fistula (davf), the complaint coil was the third coil used. Continuous flush was maintained however, there was intense resistance between the complaint coil and the concomitant microcatheter. The complaint coil was replaced with another 1.00mm x 4.00cm galaxy g3 mini and the replacement was delivered without any issue. The complaint coil was returned and during visual inspection, the embolic coil was noted protruding from the introducer. Under microscopic magnification, the embolic coil was also observed to be in stretched condition. The observed condition of the complaint coil, being stretched and protruding from the introducer are related to the issue of intense resistance. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported in the complaint. The exact cause of the stretched condition of the coil cannot be conclusively determined; however, it is possible that when the intense resistance was encountered between the complaint coil and the concomitant echelon¿ microcatheter, force was inadvertently applied to move the coil, and resulted in the coil becoming stretched and protruding from the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini left the manufacturing facility with the embolic coil in stretched condition and protruding from the introducer as observed under magnification. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization for an arteriovenous fistula (davf), the 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 30392730) was used as the third coil to embolize a thin blood vessel. Delivering of the complaint coil was started, but there was an intense resistance felt between the complaint coil and the concomitant echelon¿ microcatheter (medtronic). Continuous flush was maintained through the microcatheter. Nothing was noted to be obstructing the microcatheter. The complaint coil did not appear damaged at any time. The coil introducer was flushed until liquid was visible at the distal end. The tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the attempt to advance the complaint coil. It was replaced with another 1.00mm x 4.00cm galaxy g3 mini and the replacement coil was delivered without any resistance. The procedure was successfully completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed stretched condition. Based on the product analysis on 08-nov-2021, this event has been deemed MDR reportable as a ¿malfunction.¿